Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was no in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address these issues.